Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had high ldh and high plasma free hgb since implantation. Pump thrombus was suspected. The pump was exchanged on (B)(6) 2012.

Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.